Event description:
Tip of device broke off and was left in pt. After incisions were closed, the scrub nurse located the instrument and noticed that the tip was missing. Tip seen under fluoroscopy. Md notified - returned to room and removed broken tip.